Event description:
Pt 1 of 2: laparoscopic cholecystectomy bovie cord faulty during case. Once physician used the foot pedal with this particular cord the bovie would not shut off; it stayed hot without the pedal being pressed. The pedal, bovie machine and the bovie tip were all switched out. The problem persisted until the cord was switched out.

Event description:
Pt 2 of 2: laparoscopic cholecystectomy bovie cord spontaneously combusts during lap chole case. No apparent injury to pt. Delay of case while new cord passed to and from surgical field. The cord while in use actually pops, smokes, burns into two pieces and falls apart rendering itself useless.